Event description:
Allegation received that the head section of the bed drifts about 10 degrees overnight.

Manufacturer narrative:
Technician found that the head section of the bed drifts about 10 degrees overnight due to the CPR valve being defective. Replaced valve to resolve this issue.